Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The excessive no delivery alarm could not be verified due to no button response and button error alarm. The device was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 93 mg/dl. She also reported receiving a no delivery alarm. The did not recall any events leading to the alarm. The device was returned for analysis.